Event description:
It was reported that the pump had a motor stall on (B)(6) 2014 at 08:55, and a motor stall recovery on (B)(6) 2014 at 12:34. The pump was explanted. The pump was being used to deliver fentanyl, baclofen, bupivacaine, and morphine. It was later reported that the pump and catheter connector were removed, and it was noted that the patient reported signs and symptoms of overdose and under dose. Per the health care provider (hcp), the patient had periods of increased lethargy, and periods of increased spasticity, lasting up to 48 hours. The hcp was questioning over or under infusion with the pump. A catheter dye study was done on (B)(6) 2014 and was normal. The patient was doing fine.

Manufacturer narrative:
Analysis of the pump revealed a deformed pump tube of the pump head. Dispense accuracy testing was performed and passed for accuracy, bur graphing looked a bit odd. Infusion testing was performed and passed for accuracy but graphs looked odd. Destructive analysis showed the pump tube was deformed in shape, being pulled tighter at the inlet end. It was discolored and hardened, and it had a loss of elasticity when compared to other pump tubes that have not had exposure to fluid such as drug. Lastly, the pump tube had odd wear patterns toward the outlet end. Analysis of the catheter (sn: (B)(4)) revealed coring, tears, and cuts in the seal of the sutureless connector (sc). The returned catheter segment suggested that an 8731 catheter was modified with an 8578 sc revision. The sc leaked with little pressure applied during analysis. The indents and abrasions on the outside of the sc cup suggested that the connector may have been pulled tight and rubbed against the pump.

Manufacturer narrative:
Concomitant products: product ID 8578, lot# n135370, implanted: (B)(6) 2008, product type accessory; product ID 8731, lot# b002976n47, implanted: (B)(6) 2003, product type catheter; product ID 8598a, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
Please note that the results, methods, and conclusion codes have been updated for this event.

Event description:
It was further noted that the medication was previous reported as baclofen/lioresal but new information suggested that this was actually compounded baclofen. Further clarification was requested to specify the exact drugs in the pump at the time of the event, (B)(6) 2014. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This event qualifies for the notification and recall referenced.

Event description:
On (B)(6) 2014 information was received indicating end of battery life had occurred (date of depletion not specified). The baclofen infused was lioresal. Resolution without sequelae was noted on (B)(6) 2014. Etiology specified no relation to the device or therapy and no relation to the implant procedure.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp). It was reported the patient was receiving morphine '2' at '1.85/day, ' fentanyl '20001 at '1277/day, 'bupivacaine 17.1mg/ml at 10.9 mg/day, and baclofen 286.6mcg/ml at 182.99 mcg/day. The patient had experienced somnolence periods. Narcan did not reverse this, so pump problems were ruled out. No motor stall was noted. The battery was replaced due to being near end of life. No further information was provided.

Event description:
Additional information received reported it was not applicable that the patient was using lioresal or infumorph. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.